Event description:
The customer reported the following to customer order management, ¿machine released 75 ml of fluid which was found on the floor, but not released into patient. Ran test and passed. Set aside for a week then ran a test again and failed with a flow block error."

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.